Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock and stored untreated episode. Device data was sent to rhythmcare for review. Data review determined the observed noise was due to the sense b node. Rhythmcare then provided further troubleshooting steps including x-ray and electrode integrity evaluation. This system was tested in clinic with no noise able to be produced. This device system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock and stored untreated episode. Device data was sent to rhythmcare for review. Data review determined the observed noise was due to the sense b node. Rhythmcare then provided further troubleshooting steps including x-ray and electrode integrity evaluation. This system was tested in clinic with no noise able to be produced. This device was explanted and returned for analysis. No additional adverse patient effects were reported.